Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for lumbar radiculopathy and spinal pain. It was reported that the recharger antenna cord was frayed and the wires were exposed, so they couldn't charge the ins. The patient had lost total therapy due to the dead ins, which could not be charged due to the antenna damage. No further complications were reported or anticipated. Additional information was received from the patient. It was reported that since around (B)(6) 2019 / (B)(6) 2020, the patient hadn't been able to connect to the ins. They mentioned they had a recharger cord replaced and "it started working again", but then they still weren't able to charge the ins. They reported they were seeing poor communication on both the recharger and the programmer. Additional information was noted that the patient had lost 134 pounds and now their ins was rubbing on their jeans. The patient reported they were scheduled to see their doctor on (B)(6) 2020 to discuss ins replacement because of the age of the ins and their weight loss, which was affecting the placement of the ins. Patient services notified the field to inform them about this event and upcoming appointment. A rep responded stating they were planning on meeting with the patient on (B)(6) 2020. Additional information received from the rep reported meeting with the patient and attempting to push energy into her device but attempts have been unsuccessful. The rep is not sure what the doctor and patient have decided. The doctor was considering another back surgery for another problem and then will address what to do with the stimulator.